Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in dislodgement. Furthermore, it appeared to be twisted with the right atrial (ra) lead near the header. The physician repositioned the lead to a different location and was sutured down. This rv lead remains in service. No adverse patient effects were reported.